Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Further investigation determined that the expulsor was out of mechanical specification and was the root cause of the issue. Therefore, service will replace expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump failed the volume test multiple times. No patient injury or complications were reported in relation to this event.